Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to be unable to power on using dc power. The unit was disassembled and the battery was found missing. The unit had a damaged thumb latch, but was able to successfully connect with an rds when docked and no intermittent connections were noted during analysis. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues related to this reported event.

Event description:
The customer reported when the device is docked into the docking station the device will reset. When the device is removed from the docking station the device will intermittently reset as well. No patient impact or consequences were reported.